Event description:
In 2001 the physician attempted arteriotomy closure with the closer s tsl6 fr device on a patient. The physician met resistance when inserting the device but continued to advance. The device broke at the elbow, but the physician continued to advance the device until good marking was reached. When he opened the foot, the physician realized that something was incorrect. Fluoroscopy revealed the device in two pieces. The patient was sent to surgery and had the device removed. Other than groin scarring, the patient recovered without incident.

Event description:
Additional info rec'd: according to the hosp discharge summary," attempts to close the femoral artery with a perclose device proved to be unsuccessful. The device remained stuck in the femoral artery without being able to advance it or withdraw it. Vascular surgery was consulted and the pt was brought to the operating room for removal of the device. The pt underwent the procedure which proved to be incomplete in that half of the device was still within the right femoral artery. The pt was brought back to the operating room and the second portion of the device was withdrawn. The pt tolerated the procedure well and there were no further complications.